Manufacturer narrative:
Product ID: 8709sc, lot# n194496023, implanted: (B)(6) 2009, product type: catheter.

Event description:
Information was reported by the healthcare professional (hcp) regarding a patient receiving baclofen (2000 mcg/ml at 500 mcg/day) from an implanted pump. The indication for use was intractable spasticity and post spinal cord injury. On (B)(6) 2016, the hcp reported that for the past 2-3 weeks, the patient had been experiencing increased spasticity daily from 3:00-6:00 and at around 18:00. The pump was being used to treat a preexisting condition and they have been working the patient up to a therapeutic level. The hcp noted that they may bring the patient back at a later time to check for a urinary tract infection (uti) but at this point a uti has not been confirmed. The hcp wanted to program flex and increase the hourly rate by 10% from 18:00 to 6:00. It was noted that the basal rate was 23 mcg/hr. Document contained no new information related to this event. Additional information was received from business partner saol regarding a patient receiving baclofen [2000 mcg/ml] at a rate of 500 mcg/day. On an unspecified date in (B)(6) 2016, after starting the product, the patient experienced increased spasticity "daily from 03:00-06:00" (the health care provider stated the symptoms started 2-3 weeks ago) and "they have been working the patient up to a therapeutic level." The health care provider wanted to program a "flex and increase the hourly rate by 10% from 18:00-06:00." No additional information was provided. On (B)(6) 2016, it was learned that medical history included on an unspecified date in (B)(6) 2015, the patient experienced a damaged catheter and pump replacement. As of (B)(6) 2016, the increased spasticity was noted as resolved. No additional information was provided. On (B)(6) 2016, it was clarified the damaged catheter was replaced (B)(6) 2015. On (B)(6) 2016, the patient was admitted to the hospital for an unspecified reason; there were "no problems with pump or catheter." No additional information was provided. Comment: a female, with a history of spinal cord injury and spasticity, treated with intrathecal baclofen, had a catheter replacement in (B)(6) 2015. In (B)(6) 2016, she experienced increased spasticity, which subsequently resolved. Etiology and treatment were not reported. On 27-dec-2016, additional information was received which confirmed a (B)(6) year old white patient. The hcp felt the patient had not experienced an adverse event. On (B)(6) 2016, the patient¿s intrathecal baclofen was increased 11% and the issues with spasticity were reported as both improved and decreased. As of (B)(6) 2016, there were no further concerns with increased spasticity. No additional information was provided. Comment: a (B)(6)-year old female, with a history of spinal cord injury and spasticity, treated with intrathecal baclofen, had a catheter replacement in (B)(6) 2015. In (B)(6) 2016, she experienced increased spasticity, which resolved after a baclofen dose increase.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. The catheter/pump replacement was previously reported with MFR report number 3004209178-2016-23158.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.